Event description:
5pm on (B)(6) 2025 (B)(6) assistant mechanical support coordinator texted (B)(6) reporting a new sound (squeaking) coming from the cp. (B)(6) sent a short clip of the centrifugal pump with the high-pitched noise. She also sent a pic of the gallery view with the patient parameters shown. Clinical specialist (B)(6) called (B)(6) for the details. On sunday (B)(6) 2025 (B)(6) texted (B)(6) and I and reported that there was some changes in patient parameters suggesting a circuit change out was needed. They did change the circuit to a centrimag pump. They almost discovered clot in the circuit and sent a photo of it. They will save for return. The patient parameters on the centrimag seem to be normal for now. (B)(6) 2025 I delivered a biohazard kit to (B)(6) and she reported that this same patient had developed clot while on the previous circuit with rotoflow before switching to vitalflow. Engineer (B)(6) will provide the lot number of the cp. Reference report: mw5176466. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).